Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited low pacing impedance and failure to capture. The physician explanted and replaced the pacemaker to resolve the issue. The patient was in stable condition.